Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an increase of drainage from the generator wound pocket incision. Therefore, a new pocket was made for a new generator. The device was replaced with a manufacturer¿s product. There was no patient death and no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3550-29, lot# n153073, implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type: accessory. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4). Analysis of the implantable neurostimulator (ins) (sn (B)(4)) found that the battery had reduced capacity due to over-discharge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)-2015 and the battery was charged to 4.000 volts. On (B)(6)-2015 the battery had depleted to the "lock" mode (less than 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. (B)(4).